Event description:
It was reported that during the procedure in the mildly calcified and tortuous left anterior descending artery to treat a de novo lesion, pre-dilatation was performed with a non-abbott dilatation catheter. A 3.0 x 28 mm xience v stent system was advanced into the patient anatomy. The stent was deployed; however, deflation was difficult and the balloon appeared to still be inflated upon angiography. Negative pressure with the 3-way stopcock was performed and the balloon was noted to gradually deflate. The balloon was deflated and the stent system was removed from the patient anatomy. A non-abbott dilatation catheter was then advanced into the patient anatomy and post-dilatation was performed to fully expand the stent, as well as part of routine post-procedure. A 3.5 x 12 mm xience v stent system was then advanced into the anatomy and the stent was deployed proximal to the previously implanted xience v stent. There was no adverse patient effect and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc. Guide cath: mach1 6f cls 3.5. Evaluation summary: analysis of the stent delivery system (sds) noted contrast visible in the inflation lumen and in the balloon, consistent with preparation and use. The balloon was loosely folded and returned fully deflated. The guide wire exit notch was torn for a length of 2 mm. There was a bend in the hypotube at the distal end of the strain relief tubing. Difficulty to deflate the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify balloon deflation times. An indeflator, filled with water, was used in an attempt to inflate the balloon to the rated burst pressure (rbp) but the balloon would not pressurize. After the catheter was left pressurized with water to dissolve the contrast in the inflation lumen, the indeflator, filled with 5 ml of grastrografin, diluted 1:1 with water, was used to inflate the balloon to rbp then the inflation and deflation times of the balloon were measured and met manufacturing criteria. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation failure. Contrast that is more concentrated can lead to slower inflation. It is specified in the xience v instructions for use (IFU), materials required section, that the contrast is 60% contrast diluted 1:1 with normal saline. Incidentally, the noted bends in the hypotube and tear in the guide wire exit notch likely occurred during handling for return analysis and do not appear to have contributed to the reported difficulties deflating the balloon. It was reported the xience v was implanted in a 33 mm lesion. It should be noted the IFU states: safety and effectiveness of the stent have not been established for subject populations with lesion lengths greater than 28 mm. It does not appear that the implantation of the xience v in the longer lesion contributed to the reported difficulties. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.